Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred approximately 15 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed on the line an inch from the blood pump segment and drops hit the floor. There was no defect or damage seen on the bloodlines and no loose connections. The nurse stated that the leak was possibly due to a small cut in the line. The nurse stated that when the leak was noticed, the treatment was discontinued, and blood was not returned to the patient. The nurse stated that the patient was on a fresenius 2008t machine (serial number and catalog number unknown) and using a fresenius dialyzer (product number and lot number unknown). The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The blood flow rate (bfr) was reduced after the leak was discovered. Nothing was noticed during priming and there were no changes in pressure that would have caused the leak. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility nurse reported a blood leak that occurred approximately 15 minutes into the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed on the line an inch from the blood pump segment and drops hit the floor. There was no defect or damage seen on the bloodlines and no loose connections. The nurse stated that the leak was possibly due to a small cut in the line. The nurse stated that when the leak was noticed, the treatment was discontinued, and blood was not returned to the patient. The nurse stated that the patient was on a fresenius 2008t machine (serial number and catalog number unknown) and using a fresenius dialyzer (product number and lot number unknown). The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on a different machine with new supplies. The blood flow rate (bfr) was reduced after the leak was discovered. Nothing was noticed during priming and there were no changes in pressure that would have caused the leak. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.